Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the parkinson¿s disease patient symptoms were controlled well following the implant of their implantable neurostimulator (ins). However, on (B)(6) 2014, the patient¿s tremor symptom had reportedly ¿gotten worse.¿ the patient¿s family was requesting to meet for a reprogramming session at the time of initial report. Information regarding the patient's outcome was requested, but remained "unknown" at the time of report.